Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that a malfunction alarm occurred. Customers blood glucose was 140-600 mg/dl. Elevated bg was address by correction bolus via pump. Customer continued to use the pump for insulin therapy.